Event description:
It was reported that the device had migrated. The patient was experiencing excruciating pain and the area was bruised and tender. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.